Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.